Event description:
It was reported that the patient underwent shoulder arthroscopy. Subsequently, the patient was revised due to dissociation. There was harm, injury, surgical/medical intervention to patient as the patient had to underwent additional surgical/medical procedure. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: australia. D10 narrative: item: unknown comprehensive taper adapter lot: unknown item name: unknown comprehensive taper adapter. Item: unknown comprehensive stem lot: unknown item name: unknown comprehensive stem. Item: unknown post lot: unknown item name: unknown post. D2, d4, and g4: attempts have been made to gather all product identification information, and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The reported event could not be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.